Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump did not have power. No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box did not show any unexplained reboots. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete investigation. The test cap was unscrewed a half turn with no power interruptions occurring. The battery compartment was intact and there was no evidence of moisture observed in the battery compartment. The pump powered on normally and successfully completed ezprime steps with no power issues occurring. The pump was exercised for 24 hours with no power issues occurring. The pump casing was removed and no internal defects were found. The complaint of a power issues could not be confirmed or duplicated on investigation.